Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately high compared to another device. The (B)(4) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2012 at 9:45am. According to the csr's documentation, 15 minutes prior to the start of the reported meter issue, the patient was experiencing symptoms of lightheadedness, fatigue, and thirst. Prior to the onset of her symptoms, it is not known what the patient's blood glucose result was (with the subject meter) and what action the patient took in response to the reading. It is also not specified if the patient had made any changes to their diabetes management, activity level, or meals before the alleged issue began. The patient reported blood glucose results of "400mg/dl" with the subject meter and "321 and 322mg/dl" with two separate freestyle meters, performed reportedly within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient denied receiving any form of medical intervention/treatment after the reported meter issue began. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting (mg/dl), and the blood glucose results were from the approved (per owner's booklet) sample site. The patient did not have control solution available. Replacement products were sent to the patient. There is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred. There was no indication that the patient's symptoms deteriorated since the patient did not receive any form of medical intervention after the product issue occurred. However, this complaint is being reported because the alleged issue remains unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.